Manufacturer narrative:
The gas loss alarm was resolved by the user prior to the callback, and the issue was further addressed by providing an explanation of the alarm, its potential causes, and troubleshooting guidance.

Event description:
The user called the emergency support program line to report a single occurrence of a gas loss alarm. No patient harm was reported.